Manufacturer narrative:
Device history record found no significant anomalies. No deviations or non-conformances were found.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks (ck1). While preparing for injection and during the aspiration with the needle in the patient's face, the plunger "burst." The plunger broke. The packaged needle was used. Patient experienced no symptoms.

Manufacturer narrative:
Lab analysis of the device found one full syringe of 1,0 ml, received in an open tray with 2 needles but without cap. The plunger rod is disconnected from the plunger tip, entirely out of the syringe. No defect observed to gel.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks (ck1). While preparing for injection and during the aspiration with the needle in the patient's face, the plunger "burst." The plunger broke. The packaged needle was used. Patient experienced no symptoms.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks (ck1). While preparing for injection and during the aspiration with the needle in the patient's face, the plunger "burst". The plunger broke. The packaged needle was used. Patient experienced no symptoms.